Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's insulin gauge on the pump unexpectedly jumped from 180+. The customer was able to successfully reload the cartridge during troubleshooting with tandem technical support. The customer's blood glucose level was not impacted.